Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance, and no capture. The lead was capped and re placed. No patient complications have been reported as a result of this event.